Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unresponsive keypad. The customer's blood glucose was 177 mg/dl. The customer could not recall any significant events leading to the keypad issues. The insulin pump will not be returned for analysis.